Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fill estimate issues, and premature low insulin alerts with the t:slim pump. Customer did not specify the device serial number these issue occurred with. Pump data was reviewed and tandem technical support was unable to confirm the reported issue. Customer's blood glucose level was not impacted.